Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting quickly. There was no reported impact to the customer's blood glucose level. Customer declined to speak with tandem technical support regarding the issue. No additional information was provided.